Event description:
It was reported by the service report that the docker cable was damaged. The customer reported that they did not know if there was pt involvement; however, no adverse consequences were reported.

Manufacturer narrative:
Docker cable.